Event description:
A customer reported observing particulate matter inside of the fluid pathway while using a vial mate device. According to the report, the customer reported that "a piece of the membrane had been cut out from the membrane and gotten into the solution during preparations". There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection identified a small particle of rubber deriving from the vial stopper at the bottom of the vial. This confirmed the reported condition. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.